Manufacturer narrative:
Correction information b4: date of this report. G6: type of report. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information d4: unique identifier (UDI) d9: is this device available for evaluation? H11: evaluation summary. Evaluation summary event that occurred is foggy image. Based on the investigation, a potential root cause of this failure is the moisture condensation in the ccd module. When the temperature of the objective lens unit rises during use, when using functions such as air supply and water supply, dew condensation occurs and the observed image becomes cloudy. Cloudiness disappears when air/water supply is stopped. If the watertightness of the endoscope is not maintained, the observation image is blurred. There is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Pentax medical america performed good faith effort to gather additional information three times regarding this event, however we couldn't any response from customer. D4: serial number is unknown. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Physician noticed cloudiness on lens of scope numerous times throughout the procedure. Comparatively, he said it's not like other scopes he's used in the past and wasn't due to extra lubricant or co2 during procedure. Stated picture on the screen was cloudy and it was a continued issue throughout the procedure. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.